Manufacturer narrative:
Bayer service performed a system service check out of the medrad® stellant injector system (sn (B)(4)) and found the injector performed to specification. The disposable products used during the procedure were discarded. The site declined an offer of additional applications training.

Event description:
The site reported the following: a CT of the chest with contrast was performed on a (B)(6) female with a diagnosis of active tuberculosis. The contrast injection was performed while the patient was connected to a medrad® stellant injector system. During the contrast injection the patient suddenly became short of breath. She suffered a subsequent respiratory arrest, CPR was initiated; however, the patient expired. The site suspects the cause of her death was due to an allergic reaction to the contrast media; however, an autopsy was performed and results are pending.